Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed). Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient became symptomatic with low heart rates. Elective replacement was indicated on the device and it was removed and replaced. The lead implant was attempted but not implanted because the patient's anatomy did not have a "good branch to place [the lead] in far enough and the lead fell back after slitting." The lead was removed and replaced. No patient complications have been reported as a result of this event.